Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was blank immediately after exposure to moisture. Customer stated that the insulin pump was stopped working. Customer blood glucose reading 67 mg/dl. Insulin pump will be returning for analysis.

Manufacturer narrative:
No blank display noted. Device received with button error alarm and had unresponsive down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection.